Event description:
A customer contacted baxter's technical service center and reported an increased intra-peritoneal volume (iipv) event with the homechoice (hc) machine during drain cycle 4 of 4. The drain volume reached 3980ml before it moved into the fill cycle. The largest prescribed fill volume was 2400ml. Therefore, this event meets iipv criteria. The cg said that the hp never complained of feeling overfilled, however, he thought he had acid reflux. The technical service representative (tsr) advised the cg to follow up with the nurse. The tsr offered to swap the hc, however, the cg declined. Product surveillance contacted the patient's cg on (B)(6) 2010. According to the cg they pressed stop and go during multiple cycles due to receiving low drain volume alarms. Per the cg, the nurse advised to use manuals with heparin the remainder of the day and continue on the cycler the next day. The cg stated the cycler functions properly and the hp was able to resume therapy successfully. There was no patient injury associated with this event.

Manufacturer narrative:
(B)(4). The patient declined to swap the device. An evaluation will not be performed. Should additional information become available a follow up medwatch will be submitted.